Event description:
The sales rep advised that the patient is experiencing side effects from the bhs. The patient advised that they have myasthenia gravis. The patient stated that she was intubated. The tubes were just taken off yesterday and she is still coughing up blood. The patient stated that she really could not speak now and to give her a call back tomorrow. Update 3/12/26: called the patient and she advised that she has severe myasthenia gravis and the unit made her symptoms a lot worse. She was told by the ER to discontinue use of the bone stim.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.